Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, a missing end cap sticker, a stained address or serial number label, and a detached end cap. (B)(4).

Event description:
The customer reported via phone call that she was changing her site and the plastic on one end was breaking. Customer stated that if she presses too hard, the insulin squirts out. Customer stated that the dome label is coming off the side of the pump. Customer stated that the damage was normal wear and tear. Customer mentioned that the dome label just started to peel and it eventually came off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.